Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the insulin pump was damaged. There were cracks on top of the reservoir compartment and at the top of the screen. The caller may have over tightened the reservoir and cracked the compartment. The caller also reported that the customer had experienced high blood glucose levels of 541 mg/dl, 484 mg/dl, and 342 mg/dl. They treated the high blood glucose with 10 units of bolus. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self -test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump was received with cracked display window, cracked case at display window corners, cracked battery tube threads, broken off reservoir tube lip and cracked reservoir tube.